Manufacturer narrative:
One single-use device was received for evaluation. Visual inspection revealed a large amount of white sediment/precipitate present in the balloon, and the sodium chloride diluent appeared cloudy and white in color in both the balloon and tubing. The sediment/precipitate was determined to be drug precipitate rather than particulate matter. The reported particulate matter condition was not verified. No device issues were found that would contribute to the sediment/precipitate or cloudy solution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that there was particulate matter in at least three half day infusors. Two of the devices had sediment in the solution and the solution was cloudy, and an unspecified number of devices had plastic particles ¿in the liquid¿. There was no patient involvement. No additional information is available.